Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited low impedance. The physician elected to revise the lead when the pulse generator reached elective replacement indicator. During the procedure an insulation anomaly was noted. The lead was capped and replaced. The patient condition pre and post procedure was good.